Manufacturer narrative:
Limited information is available regarding the prodisc c removal scheduled for (B)(6) 2021 despite multiple attempts to gather additional information. Removal instruments and a retrieval kit were provided for the case, but no representative was in attendance at the case. There has been no clear confirmation that the removal procedure was performed. There was no information provided to indicate why the prodisc c device was being removed. No patient symptoms or indication of a device malfunction has been provided for this event. Based on previous complaints of prodisc c removal, it is conservatively assumed the removal procedure is to preclude serious injury. An MDR submission is required based on this conservative assessment. DHR review could not be completed as part and lot numbers were not provided from the removal. Information provided was not sufficient to provide traceability to the implantation case in order to identify the devices used. Complaint history indicates the rate of complaints for removal due to unknown reason is acceptable. It was noted that there has been no indication of patient harms as a result of a prodisc c removal though pain and radiculopathy of unknown origin have been indicated prior to removal. The risk assessment found removal due to unknown reasons is included in the latest fmea for prodisc c. This can result in pain or user dissatisfaction; however, that has not been indicated for this complaint. No device was returned for evaluation. No explanation for why the device was not retrieved has been provided. The insufficient information provided for this event and investigation could not determine a cause for this event. The cause for this event is unknown. This submission is for 1 of 1 device involved in this event. The exact number could not be confirmed, but at least 1 device was involved in this event.

Event description:
Patient diagnosis is unknown due to insufficient information. Centinel spine was made aware of the removal procedure on (B)(6) 2021. The procedure was scheduled for (B)(6)2021. Removal instruments and a retrieval carton were provided to support the case. There was no information provided indicating why the prodisc c device was being removed. There was no information regarding patient symptoms or a device malfunction. It is presumed the removal went ahead as scheduled; however, a representative was not in attendance at the case to confirm. The date of event is estimated based on the date of awareness.